Event description:
This procedure was performed in a foreign country in the sfa: after partial stent deployment no further deployment was possible. Then the delivery catheter disconnected from the pusher. Stent removal was impossible; patient was referred to the or in order to remove the material. The delivery catheter was removed in the or.